Event description:
It was reported the patient experienced ineffective coverage of pain relief. Surgical intervention was undertaken where the lead was replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.